Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a field service engineer found the main drawer 3.1/3.2 was not showing all connected cubies, and some cubies were non-responsive. Then the service engineer checked the configuration, cables, and connections, and found signs of thermal damage on both retractor bands. A field service engineer confirmed thermal damage approximately 2 mm, signs of damage to wiring and sheath and no sign of fire/smoke. The engineer then removed and replaced the damaged bands, to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system that the drawer keeps ejecting cubies. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.